Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/18/15 - pfs received. After review of the pfs for MDR reportability, the acetabular cup is being marked as a malfunction. The complaint was updated on: 6/12/2015.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was asymptomatic, but requested that his metal liner be removed. MRI showed a small 3mm pseudotumor. The surgeon could not get the metal liner out, despite using a suction cup, mom extractor, and a secondary suction cup, and decided to place a ceramic head, leaving the metal liner in. He was advised that this was off-label use for this head/liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was asymptomatic, but requested that his metal liner be removed. MRI showed a small 3mm pseudotumor. The surgeon could not get the metal liner out, despite using a suction cup, mom extractor, and a secondary suction cup, and decided to place a ceramic head, leaving the metal liner in. He was advised that this was off-label use for this head/liner. Doi (B)(6) 2002 - dor (B)(6) 2014 (left hip). Unknown depuy metal liner (not removed). Unknown depuy acetabular cup (not removed). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metallosis.